Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), a25 - no apparent adverse event (3189). Correction:labeled for single use? Additional information: imdrf annex a,g,b codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time.

Event description:
It was reported that the device had an over infusion issue. There was patient involvement and patient impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had an over infusion issue. There was patient involvement and patient impact is unknown.